Event description:
It was reported that a x-ray confirmed the right atrial lead was dislodged. The lead was repositioned successfully. The medical condition of the patient post event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.